Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had keypad anomaly. The customer's blood glucose level was 90 mg/dl. The customer reported that he had to press buttons on the insulin pump more than once for them to respond. He also reported that the insulin pump had received unexplained no delivery alarms and the battery life had diminished. The customer declined troubleshooting. The insulin pump will not be returned for analysis.